Event description:
Customer reported that they are getting a " check irrigation/electrode "message (error 400 ref 26). Customer switched out the generator cord and got the same error. The issue occurred during a therapeutic procedure. There was no patient harm, no user injury reported due to the event. Related complaint refer to report with patient identifier (B)(6) (generator sn (B)(6)).

Manufacturer narrative:
Concomitant medical product involved- with serial number (characters would not fit in the concomitant medical products section). Wa22603s, lot # 1000096653 (electrode). Generator cord (model/lot no) unknown. Technical assistance center (tac) support engineer performed troubleshooting with the customer by instructing customer to try different lot of electrode and a different lot of the cord . In a follow up call, customer reported that the issue was resolved by switching to another loop (electrode) . Tac noted that the generator will not be returned due to the customer reports that switching out the electrode with another lot number resolved the issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the service records found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error message and no output were caused by the electrode. The device was not returned for evaluation. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.